Event description:
It was reported that the patient arrived to unit with a cuffless tracheostomy tube. Significant leakage was occurring while on the ventilator. Prior changing the patient to a cuffed tube, the balloon was assessed for proper inflation. Two cuffed tracheostomy tubes inflated unilaterally. Eventually, the patient's tracheostomy tube was upsized; it properly inflated. Additional information received via customer response email 19-oct-2022: there were 2 separate incidents / patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three product samples were received for evaluation. Visual and functional testing were performed. Visual inspection and functional test: samples were visually inspected under normal conditions of illumination and the samples were filled with 5cc of air. Leak test was performed to see if there was any functional problem. Cuff for three samples was inflated successfully, complaint was not confirmed. Root cause cannot be determined as no defects were found in samples received for evaluation. No corrective action was taken since the complaint was not confirmed.

Event description:
Additional information received via customer response email 10-nov-2022: no patient harm. Excessive leak with cuffless trach, changed out to cuffed trach, issues with cuff inflation and changed out again. Resolved after trach changes.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.